Event description:
The user received a questionable lactate dehydrogenase version 2 (ldh) result for one patient sample. The initial result was 0 u/l with a data flag. The sample was automatically repeated with an increased sample volume. The result was 0 u/l with a data flag and this result was reported outside the laboratory. The result was questioned and the sample was repeated on (B)(6) 2012 on (B)(4) serial number (B)(4) with a result of 265 u/l which was considered to be correct. The patient's treatment was not changed due to the reported result and the patient was not adversely affected. The ldh reagent lot number was 65031101 with an expiration date of 09/30/2012. The field service representative determined there was a misadjustment of the sample system. He cleaned the sample probe and adjusted the r2 stirrer paddle which was bent. He also verified and adjusted the sample mechanism. He verified the mechanism check ran without errors. He also ran precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Conclusion: the field service representative determined there was a misadjustment of the sample system.